Event description:
Information was received from a patient who was receiving unknown morphine drug and baclofen via an implantable pump for unknown indications for use. It was reported that they were having the worst time with their pump. The patient stated they had been in contact with a healthcare provider and their pentec nurse told them to call medtronic. The patient reported that they started needing to take so much oral baclofen and it seems like they were not getting the doses that they need. It seems like something was wrong with the catheter or the pump has moved or something, but they were not sure. They thought it could be the catheter because their pump is 'brand new.' They have had a catheter dye study done before in the past. The patient stated that their spasms were so bad, and they wanted to try to be seen as quickly as possible. The physician was unable to get patient for a myelogram with a spinal tap until the end of september. The patient cannot wait that long and cannot be taking an overdose-amount of baclofen for that long while they wait for an appointment. The issue started in early july but got bad in the last 3 weeks or so because they have broken a bone in their leg and they have been wearing a hard cast on their leg because the soft cast was too difficult to wear. The agent emailed physician listings as requested by patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a consumer stated that they had difficulties communicating with a healthcare provider (hcp) and asked to speak to a company representative instead. The patient stated that the hcp wanted to do a pump procedure that feels unnecessary and wants to refer them to another hcp so they would like to speak to a company representative (rep) about this. The patient mentioned their pump has moved significantly since it was implanted just 3 months ago and this is their 4th pump implant. The patient stated they can see the pump sticking out of their abdomen and it bumps into handles and countertops, so they will like the pump removed and moved somewhere else, but hcp will not talk to them about that. The agent reviewed ¿paf¿ as a possible resource, but the patient declined being provided with paf contact information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the pump was in ¿turned position¿. The pump moved the surface of the patient skin when the bandages were removed after the surgery. The side port of the pump was visible through the skin. The cause of the event was unknown. The patient had a schedule on (B)(6) 2025 to implant the pump deeper as the previous pump was turning and sticking out. They had hard time refilling due to the event issue.